Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, lead dislodgment was observed on the ra lead. Lead was successfully repositioned. Patient was stable prior, during and post procedure.